Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on (B)(6) 2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of exposure, capsular contracture, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, infection, exposure.

Event description:
Patient reported that she experienced a right side capsular contracture baker grade unknown. Health professional reported "right side breast eroding through skin, presumed infection, and capsular contracture baker grade unknown." Device has been explanted.